Event description:
Device was interrogated with many inappropriate vf detections due to lead noise. Device remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead fragments. Particularly 45 cm distal to the is-1 connector pin the insulation was rubbed through. This damage can be considered as the root cause of the reported noise which led to vf detection. Based on the characteristics of this damage, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally cuts in the insulation were noted and the lead body was pulled out of both atrial ring electrodes. The shock coil was shifted distally and the conductor cable to the shock coil was pulled out of its lumen. Deformations of the fixation helix were furthermore observed. These damages most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.